Event description:
It was reported that the pump stopped all insulin delivery. There was no patient involvement, as the pump was being used for demonstration and was not used on a customer at the time of the reported event.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.